Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed a failed battery test. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The customer was advised to insert a new battery. The insulin pump alarmed a failed battery test. They were advised to buy a new battery and try it. There was no clear indication that the alarm was cleared. The device will not be returned for analysis.